Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06229. It was reported the pt experiences a jolting sensation when using the pt programmer. An sjm rep met with the pt and performed a diagnostics test of the system, it was observed that all contacts showed low impedances. Reprogramming was unable to resolve the issue. X-rays were taken and did not show any abnormalities. The pt is pending f/u for additional programming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.